Event description:
It was reported that the patient experienced an infection. The event occurred on 2014 (B)(6). Debridement and possible explant were planned but had not yet occurred. It was later reported that the infection was of the pump pocket. A culture had been taken; however, results were unknown. The patient did not have meningitis. The pump was explanted and discarded. The patient currently showed no signs of infection. The device system delivered either morphine or dilaudid, the reporter was unsure of which. It was later reported that the patient had fallen in the shower and it was thought that she had bumped the surgical site. The wound had opened a bit; however, the pump was not exposed. During the explant surgery, the healthcare provider (hcp) removed 30cm of the catheter, confirmed cerebrospinal fluid (csf) flow, tied the catheter off with a tight suture, and let the catheter retract back. It was noted that there was no pump segment left because, if they decide to re-implant a pump, the pump would be implanted on the patient¿s right side rather than the left. In this occasion, a new pump segment would be implanted to connect to the pump on the right side. The device system delivered hydromorphone and bupivacaine. It was later reported that a pump had not yet been re-implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).